Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had blank screen and stopped working. Customer's current blood glucose was not given. Customer stated that gold medal piece was missing off the cap, it was just all back plastic.